Event description:
It was reported that during the procedure there was no energy being emitted from the fiber and no aiming beam. The fiber was replaced, and a second fiber was used to complete the procedure without clinical consequences to the patient. The fiber was returned, and analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.

Manufacturer narrative:
Analysis of the returned fiber identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing; therefore the reported event is confirmed. The metal cap exhibited mild charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.